Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided if available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stent inside the device. There was no patient involvement.